Event description:
The hospital reported that during a coronary artery bypass procedure, the tube on the blower was pinched and flow won't open up. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. Internal file number - (B)(4).